Event description:
This is a f/u report to MDR#2925153-1998-00013. Of the 5 initially reported events only one (1) report was confirmed to be an MDR reportable event. This event is described as: PICC line broke off - need cut down for removal. Procedure: a skin incision was made over the palpable catheter. Vein was dissected proximally & distally. A transverse venotomy was made and retained PICC catheter was identified. It was removed. The user facility filed to the MFR on 09/22/98 after repeated requests by the MFR.